Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient was in a poor environment and experienced poor hygienic conditions, which led to peritonitis. The peritonitis event was manifested by abdominal pain and cloudy peritoneal effluent. On the same day of onset, the patient was hospitalized for the peritonitis event and was treated with intraperitoneal ajuzolin 1 gram and fortum (1 gram, every day) for peritonitis. At the time of this report, the antibiotic treatment and dianeal therapy was ongoing and the patient was recovering from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that, four days after the event onset, ajuzolin and fortum were discontinued. On the same day, the patient was switched to intraperitoneal tienam 0.5 (02 jar, everyday; dose not reported) and intraperitoneal amikacin 0.5 (half jar, everyday; dose not reported) for ¿bacterial¿ peritonitis. Eighteen days after the event onset, the tienam and amikacin were discontinued and the patient was discharged from the hospital. Also that same day, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.